Event description:
As reported by the user facility: three incidents in which they had difficulty breaking open the ampules of test dose lidocaine - ampules did not seem to be scored. In one incident a crna cut his hand trying to break open the ampule. Additional information provided by the facility indicated the crna is fine and suffered no additional adverse sequela associated with the incident. It was reported he had a slight cut on his finger.

Manufacturer narrative:
The actual drug vials in the incidents were not returned to the manufacture to be evaluated. Without the samples a thorough evaluation could not be performed. No specific conclusions can be drawn. All available information has been forwarded to the drug manufacturer, hospira inc. For further investigation. If any information is received from hospira inc. Stating that there is an inherent problem, this report will re-opened.